Event description:
It was reported the charger could not locate the ipg. The sjm rep tried unsuccessfully with add'l devices. X-rays were taken to determine if the ipg had flipped. Results are unavailable at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.